Manufacturer narrative:
The reported event that the tip of the suction device bent was confirmed through the visual inspection. All 2.7 mm suction tubes are very delicate instruments and are susceptible to bending due to the small diameter of the tube, any physical impact can cause the reported event.

Event description:
It was reported that during a surgical procedure at the healthcare facility, the tip of the pointer was found to be bent after validation. A change in geometry of the pointer after it has been validated may increase the potential for inaccuracy. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a surgical procedure at the healthcare facility, the tip of the pointer was found to be bent after validation. A change in geometry of the pointer after it has been validated may increase the potential for inaccuracy. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during a surgical procedure at the healthcare facility, the tip of the pointer was found to be bent after validation. A change in geometry of the pointer after it has been validated may increase the potential for inaccuracy. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.